Event description:
Customer reported that the ambulance was called due to low blood glucose readings of 47 mg/dl. It was noted that the customer was unresponsive however the paramedics treated the customer at home as she refused to be transported. At the time of the intervention, the issue was that the sensor was reading under 60 mg/dl and it did not place the insulin pump on suspend. Customer reported that the insulin pump had a threshold suspend alarm and does not resume the basal rates after. Customer mentioned experiencing low blood glucose readings for two weeks. Customer's blood glucose reading at the time of the call was 66 mg/dl and has treated with food. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also mentioned having a seizure and a no delivery alarm. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.